Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: tip of scissor insert broke off inside patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be off label use and user excessive force. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the device broke off inside the patient. All pieces were confirmed to be removed via x-ray.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke off inside the patient. All pieces were confirmed to be removed via x-ray.